Event description:
It was reported that the pump touch screen was unresponsive and shattered. Customer's blood glucose (bg) was 490 mg/dl. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.